Event description:
It was reported that the dermatome handpiece stops while cutting, and it only cuts on the 30 inch setting. The event timing was while preparing for an operation. There was no harm or delay. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Manufacturer narrative:
Review of the most recent repair record determined the motor did not function and was replaced which resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No additional information.